Manufacturer narrative:
This event is recorded by zimmer biomet in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Skin graft mesher comb got damaged. No patient consequences or surgery delay were reported with this event.

Manufacturer narrative:
This follow up report is being submitted to report additional information on (B)(6) 2018, it was reported that the device comb got damaged. The customer returned a skin graft mesher device, serial number (B)(4). For evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4). For evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4). Three times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the shaft is worn where the handle attaches and the comb, ratchet gear, and ball detent were replaced. This is not a related issue. The device history record (DHR) review of skin graft mesher 1.5:1 ratio cutter, serial number (B)(4). Noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number(B)(4). As documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet australia on (B)(6) 2018 revealed that the comb was bent. The pretests could not be performed due to the damaged comb. The 1.5:1 ratio cutter, serial number (B)(4). Produced an incomplete cut and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet australia on (B)(6) 2018 which included replacement of the comb. Skin graft mesher, serial number(B)(4). , was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the that the that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the comb bent and required replacement. The event occurred before surgery and surgical time was not affected. There was an alternate device available for use. There was no impact to patient or to graft harvest.